Event description:
Emt's responded to a person described as in cardiac arrest and down for a long time. The device was connected to the pt and, according to the rptr, at some time during the code, lost power. Paramedics arrived soon after and took over the code but the pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availablility of a back up defibrillator/monitor.